Event description:
It was reported that the signal amplitude was low along with seeing dot markers on the electrogram (egm) during initial implant testing of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Later, there was oversensing of noise that resulted in an inappropriate shock in the alternate vector. The physician opted to send the patient home with a magnet to prevent therapy and device operation until further action is taken. Technical services (ts) analyzed device episode data and suggested that x-rays be taken. Sense b artifact was suspected. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.